Event description:
The device displayed a "pacer fault 117" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The suspect hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay.